Event description:
The diagnostic duett sealing device was deployed following a diagnostic procedure via a fr sheath in the right common femoral artery. During the procedure it was noted that device tension was released prior to occlusive pressure being applied. Following the deployment, the patient experienced bruising and swelling at the groin site along with diminished pulses. A large hematoma was confirmed and treatment consisted of manual compression. The event was resolved with no further complications and the patient was discharged.